Event description:
On august 23, 2006, the facility contacted baxter customer service to report a system 1000 hemodialysis instrument needed the incoming water line disinfected due to high bacteria counts. On august 4, 2006, a baxter field service representative went to the facility and disinfected the incoming water line. There was no patient injury or medical intervention reported in association with this incident. No further information is available at this time. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
CAPA has been opened to further investigate high bacteria count issues. This CAPA is currently in process.